Event description:
It was reported that the patient experienced a syncopal episode with right ventricular (rv) lead oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal and defibrillator conductors were distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.